Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the partial lead was returned in segments, analyzed and the outer insulation was breached cut. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted, the outer tubing overlay had cosmetic environmental stress cracking, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and there was apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead threshold increased and there was a drop in r-wave sensing. During the lead revision procedure, the physician noted three separate insulation breaks on the rv lead at site of the yoke. The lead was explanted and replaced. No patient complications have been reported as a result of this event.